Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per the fsr, the unit has not been powered on since (B)(6) 2019. He charged the batteries overnight. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.